Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to helix issues. It also exhibited out of range impedance and high pacing thresholds. Reasonable evidence suggest that this lead exhibited a malfunction. No adverse patient effects were reported.